Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50 x 20 synergy¿ stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent strut edge got lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.